Event description:
A us distributor returned a charger/modem indicating that it displayed an error while charging.

Manufacturer narrative:
Device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (problem during charging) was confirmed. As received, the current controlling q1 transistor and the y1 (10 mhz smd crystal) component were internally shorted. The cause of the inability to properly charge the battery packs is the shorted components. The root cause of the shorted component cannot be positively identified. No adverse event resulted from the defective charger/modem.